Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to batch being unknown, no DHR can be completed. H3 other text : see h.10.

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us would not detach during use. The following was reported by the initial reporter: "it was reported that one pen needle was difficult to detach from insulin pen. Verbatim: consumer reported difficulty removing one pen needle from his insulin pen."

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us would not detach during use. The following was reported by the initial reporter: "it was reported that one pen needle was difficult to detach from insulin pen. Verbatim: consumer reported difficulty removing one pen needle from his insulin pen."